Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one 50-year-old female patient. The following data was provided: sid (B)(6) collected at 12:35 (B)(6) 2026 initial result = 83.3 ng/l repeat results = 6.6 and 6.1 ng/l sid (B)(6) same patient different sample received at 14:26 on (B)(6) 2026 = 4.9 ng/l repeat results = 4.4 and 4.6 ng/l. Reference range for females = 0-17 ng/l no impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.